Manufacturer narrative:
The field service engineer replaced various parts and performed adjustments and checks. After service, the customer performed calibration and qc with acceptable results.

Event description:
The initial reporter received a questionable elecsys pth stat immunoassay result for one patient tested on a cobas 6000 e 601 module. The patient's initial pth result was 633.3 pg/ml. The patient's initial result was reported outside the laboratory. The customer performed pth qc and received failing results. The customer pulled this patient's sample and performed repeat testing on a different analyzer for confirmation. The patient's repeat pth result was 457 pg/ml. The customer determined the repeat result was correct. The pth reagent lot number was 49083902 with an expiration date of 31-dec-2020.

Manufacturer narrative:
The customer's calibration and qc data were acceptable. Based on the available information, a general reagent issue could be excluded. After service, the customer did not report any further issues. The investigation determined the service actions resolved the issue.